Event description:
The hcp reported the pump and catheter were explanted and replaced. The catheter had been determined to be malfunctioning and was defined as break, tear, or hole. The pump had been infusing lioresal. A follow up report will be sent if additional information is received.

Manufacturer narrative:
H6 - final device analysis results reveal catheter abrasions/deformed.